Event description:
On (B)(6) 2015 a claims adjuster for the pfister hotel called to advise of a claim filed by a patient (pt.) Regarding an acuvue oasys contact lens. The claims adjuster advised that the pt. Claimed that the steam room was too hot and caused the lens to melt on his eye causing a severe infection with possible loss of vision. The lot # of the suspect product is unknown at this time. The claims adjuster refused to provide any additional information. If additional information is received, it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
No testing methods performed; no results available since no evaluation performed; unable to conform complaint; device not returned. (B)(4).